Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that intermittent capture was noted on the right ventricular (rv) lead connected to this pacemaker. The physician elected to revise the patient's system. During the revision, increased thresholds were noted and there was no capture at maximum outputs. The rv lead was surgically abandoned and replaced. This pacemaker was explanted and replaced with an magnetic resonance imaging compatible model. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later returned for analysis.